Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25019. It was reported the patient is experiencing severe weakness in her leg and foot after her permanent implant procedure. It was also reported the patient had weakness prior to the implant procedure due to polio. Post-op, programming provided effective stimulation/coverage. Follow-up revealed, the patient is still in the hospital for pain control and was instructed to leave stimulation off. The physician believes the patient's pain is due to age and the nature of the surgery; however, not post-op pain. An sjm representative will meet with the patient at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.